Event description:
The gamma nail broke approximately three months post-op. The broken nail was revised. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event was attributed to a combination of user technique and early weight bearing by the pt.